Event description:
It was reported that rod was broken post-operatively. The patient underwent revision surgery on (B)(6) 2017 for replacement of hardware.

Event description:
It was reported that rod was broken post-operatively. The patient underwent revision surgery on (B)(6) 2017 for replacement of hardware.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed upon x-ray image review. The fractured rod was reported as discarded and not available to for examination. Manufacturing files were reviewed and no anomalies were found. It was also reported that there was no complication during initial surgery, however the severity of the patient's deformity was very large and was not completely corrected. Conclusion: the probable root cause of the reported event is patient factors due to severe deformity.

Manufacturer narrative:
Emdr data: FDA registration #: (B)(4). Catalog # updated, lot # updated, product long description updated, mfg. Site corrected to: (B)(4).

Event description:
It was reported that rod was broken post-operatively. The patient underwent revision surgery on (B)(6) 2017 for replacement of hardware.